Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ revision of asr cup and big head due to pain tissue reaction and metal sensitivity. Reason for revision: component loosening. ((B)(4). Update: reason for revision and surgeon from (B)(6) update spreadsheet dated (B)(6) 2011. Update july 11, 2017: additional information received from (B)(6). Added reason for revision and facility name. This complaint was updated on july 17, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint 15139. Reason for original complaint: revision of asr cup and big head due to pain tissue reaction and metal sensitivity. Reason for revision: component loosening claim suite ref: 4732593 update: reason for revision and surgeon from crawfords update spreadsheet dated (B)(4) 2011. Update (B)(4) 2017: additional information received from crawford. Added reason(s) for revision: loosening of the femoral component and facility name. This complaint was updated on (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.